Event description:
It was reported that a healthcare provider from a primary care office requested guidance on removing the ilet for a patient and was advised to remove the infusion set; the provider also reported nighttime low glucose last recorded at 45 mg/dl and was advised that the patient should call for discussion of a factory reset. Customer care provided support that included review of the ilet report and dexcom continuous glucose monitor (cgm) metrics, user troubleshooting, and education regarding device handling. Investigation of this case revealed hypoglycemia with unclear cause, with no specific device or component malfunction identified during the remote assessment. No clinical symptoms associated with low and very low glucose reported. Outcomes included self-treatment with oral glucose without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.